Event description:
It was reported that the surgeon revised the patient's hip components due to liner disassociation from the shell. The liner was worn eccentrically superiorly. The shell was well fixed and the surgeon determined it was well positioned so he did not remove. The stem was well fixed, so it was not removed. The head was changed to a 32 ctaper +2.5.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving an omnifit ser. Ii insert-10 deg was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar), images of the device are included in the mar. The report concluded "the returned parts exhibited damages consistent with the event description. No evidence was observed explaining why the locking wire came out of the insert. The extensive damages on the parts made it impossible to learn anything further about how or why the locking wire came out of the insert. No material or manufacturing defects were observed on the surfaces examined." A review of the device history records could not be performed as the reported lot ID was invalid. A complaint history review could not be performed as the reported lot ID was invalid. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the surgeon revised the patient's hip components due to liner disassociation from the shell. The liner was worn eccentrically superiorly. The shell was well fixed and the surgeon determined it was well positioned so he did not remove. The stem was well fixed so it was not removed. The head was changed to a 32 ctaper +2.5.